Event description:
Dealer alleged 4way valve is stuck. Per independent repair center statement, the unit is alarming or has a red light, poppet valve is not shifting, the homefill port is leaking and the capacitor has a short circuit.